Event description:
It was reported by remote transmission there was under sensing on the atrial lead while the patient was in an atrial arrhythmia. The sensing value of the atrium has been lower. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead 2009 (B)(6). (B)(4).